Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) at high pacing outputs. Also, low, within range pacing impedances were observed with saturated measurements and noisy signals. It was commented that pacing therapy could be ineffective, therefore continued operation could lead to detrimental lead performance. The pacemaker was consuming more battery than expected. The rv lead has been explanted at a surgical intervention alongside with the pacemaker and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No sign of setscrew noted on terminal pin. However, there are signs of pitting on the terminal pin. Visual inspection also showed faint markings in a vertical line are observable on the terminal ring, not at the center, suggesting a connection issue which may have resulted in electrical abnormalities.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) at high pacing outputs. Also, low, within range pacing impedances were observed with saturated measurements and noisy signals. It was commented that pacing therapy could be ineffective, therefore continued operation could lead to detrimental lead performance. The pacemaker was consuming more battery than expected. The rv lead has been explanted at a surgical intervention alongside with the pacemaker and has been returned for analysis. No additional adverse patient effects were reported.